Event description:
A patient complained of left shoulder pain. Thermacare heating pad was used in addition to pain medicine. The patient was placed on the left side and encouraged to stay on the left side. The thermacare was placed where patient was hurting. It took 20-30 min to heat up completely. After heated, it was left on for 30-45 min. When I reassessed, the patient had gone back to supine position with the thermacare pad still in place. After checking her skin it was noted the skin had blistered from the heat. The heat was removed and cold compress were applied. The doctor was notified.